Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had bowel pain. Patient stated his device isn't working effectively, so he turned it up much higher.  He is having painful bowel movements and had to cathed. The patient was advised to go back to their original settings in which his voiding got better but bowels still painful. No further complications were reported. Additional information was received from the manufacturer representative. The patient went to his physician's office on (B)(6) 2020 and stated his bowels were not as bad. Then the patient called again on (B)(6) 2020 and was upset. Then on (B)(6) 2020, the patient called and said his spine doctor told him to go to the emergency room. The patient was cathed at the emergency room and check for uti. He originally cathed before the device was implanted more than many years ago. Patient states he was thoroughly examined at emergency room and that they say his bowels issues are due to nerve damage from his spinal cord stimulator. No further complications were reported.

Manufacturer narrative:
Previous h6: patient code: e0123 is no longer apply to this file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.